Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Update 12/18/1205- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported decreased range of motion, limited/decreased mobility, metal toxicity damage related to metal debris, inflammatory response and dead tissue. Medical records reported all metal ion labs to be less than 7 parts per billion, no metal debris, no dead tissue, purulent but non-infected joint fluid, subjective instability, subluxation, popping, clicking, pain, patient fall and has a pedestal at the tip of the femoral stem. The medical records also clarified this to be the right hip and not left. The left hip primary surgery was done at same time as right hip revision surgery and components were competitor products. Part/lot updated. The complaint was updated on: jan 7, 2016.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain cobalt level was stated by the surgeon as being 5.6. Update rec'd 9/1/2015: litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from toxic cobalt chromium metal ions, discomfort, and inflammation. A doi has been provided. The stem is being added due to allegations of elevated toxic metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.